Manufacturer narrative:
B5 - right eye (od) corrected to left eye (os) in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, of diopter -8.5, into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown. Claim # (B)(4).

Event description:
B5 - into the patient's right eye (od).

Manufacturer narrative:
B5 - left eye (os) corrected to right eye (od) on initial MDR. H4 - device manufacture date: 22-jan-2023. Claim # (B)(4).